Event description:
A surgeon reported that the trailing haptic of an intraocular lens (iol) was broken when inserting the lens. Additional information was received indicating that the wound was widened and four sutures were placed.

Manufacturer narrative:
Evaluation summary: the returned cartridge had an inadequate amount of viscoelastic. A small broken lens portion (optic/haptic junction), was returned stuck in the cartridge tip. No cartridge damage observed. The lens was returned. One haptic is broken in gusset area. The optic is cut into two pieces. All of the above corresponds to what was observed on the dvd. The dvd was reviewed. An inadequate amount of viscoelastic was placed into both cartridges. Both lenses are loaded improperly. The trailing haptics are not folded and placed on the optic surface. The trailing haptic is grasped and pushed into the solution in the loading area against the optic edge. Then the gusset area of the lens is grasped and the lens is shifted sideways and pushed forward with the trailing optic/haptic junction on the right side of the loading area. The lens did not appear to be biased down. The incision appears almost too small for the cartridge tip. It appears extreme pressure/is needed to advance the first lens. The plunger appears to have overridden the trailing optic edge with the haptic gusset area visible on top of plunger. A small part of the lens appeared to remain in the device (optic/haptic junction). It can be observed that trailing haptic is broken and the optic is damaged. The second lens is advanced with less difficulty than the first implant. However, the plunger appears to have again overridden the trailing optic edge with the haptic gusset area visible on top of plunger. What appears to be damage is observed at the optic/haptic junction. Results from the iol product history record review indicated the product met release criteria. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The dvd review and the returned product indicate the damage was a result of a failure to follow the dfu. A lack of viscoelastic was placed into the cartridge. Viscoelastic was place midway into the cartridge. The dfu instructs to fill the cartridge and an image is provided which indicates viscoelastic from the loading area into the nozzle entry area. The trailing haptic was not folded and placed on the anterior optic surface. An image is provided in the dfu with instructions to fold the trailing haptic and place it on the anterior optic surface. The lens was loaded then twisted sideways so the trailing optic/haptic junction was on the opposite (right) of the loading area. If the trailing haptic is properly folded, the haptic/optic junction should remain on the left. The lens was not biased down. The dfu instructs to bias the lens down before advancing the lens in the cartridge. Failure to follow this step may cause lens delivery issues. The video indicated the plunger overrode the optic edge and the trailing optic/haptic junction was on top of the plunger which caused the damage as the lens exited the cartridge. This occurred with both implants. The second lens appeared to be cracked in the optic/haptic junction area; however, the lens was left in the eye. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).